Event description:
The customer reported that her olympus hd 3cmos camera head was not producing an image during preparation for a diagnostic procedure. According to the initial reporter, another camera was used to completed the procedure without any patient harm.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. A faulty charged coupled device unit was discovered and causing no image to occur. Additionally, kinks and a knot were noted in the cabling and the connector tip was found smashed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was duplicated, and an image was not displayed due to faulty charge-coupled device (ccd). Olympus will continue to monitor field performance for this device.